Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "touchscreen issues." There was no reported impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.